Manufacturer narrative:
E2, e3 ¿ repeated attempts were performed to obtain additional information from the reporter, including occupation, but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. As part of our investigation, the technical assistance center (tac) assisted the customer with troubleshooting. Tac contacted the customer and advised them turn off the ¿release index image" setting. In addition, tac emailed the customer the instructions as requested. The unit was not returned to the service center for evaluation. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that the physicians are seeing a 2 second freeze of images, when they capture images on the video system. There was no patient injury reported.